Event description:
It was reported that there were numerous attempts to fixate the lead. These attempts were unsuccessful and the lead was not used due to the patient's anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.